Manufacturer narrative:
Block d2b: additional applicable product codes: nhl, pjs.

Event description:
It was reported that this deep brain stimulation (dbs) patient underwent a revision procedure due to elective replacement indicator message (eri) appearing in the remote display. No patient complications were observed. The implantable pulse generator (ipg) was replaced. The patient remained stable post operation. The facility retained the device in accordance with facility guidelines.